Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: field team was present when ca500 clips fell off at the end of case. The ca500 trigger was reported to be squeezed completely during use. When the gallbladder was removed, a clip was found to have fallen off of the cystic duct while the specimen was in the retrieval bag. For initial clip placement, the ends of the clip were seen around the tissue. The case was completed using the same device. After the case, the remaining ca500 clips were dispensed and did not close completely. No patient injury occurred. Intervention: the case was competed using the same device. Patient status: no patient injury occurred.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic cholecystectomy event description: field team was present when ca500 clips fell off at the end of case. The ca500 trigger was reported to be squeezed completely during use. When the gallbladder was removed, a clip was found to have fallen off of the cystic duct while the specimen was in the retrieval bag. For initial clip placement, the ends of the clip were seen around the tissue. The case was completed using the same device. After the case, the remaining ca500 clips were dispensed and did not close completely. No patient injury occurred. Product is available for return. Intervention: the case was competed using the same device. Patient status: no patient injury occurred.